Manufacturer narrative:
It was reported the filter was cracked. Received from the customer is one used extension set model 20128e lot unknown. The set was received with traces of medication in the tubing. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks on the filter or other anomalies were observed with set during initial visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and attaching it to the set and priming the whole set by flush. Small droplets were noted to be leaking from the top and bottom air vents (termed ¿weeping out¿) of the 1.2 micron filter (p/n 10012218). No other leaks were observed throughout the set. Device history record for model 20218e could not be performed due to no lot number being provided by customer. The customer¿s report that the filter was cracked was not confirmed. However functional testing found the filter leaked from the top and bottom air vents. The root cause of the filter leak could not be definitively determined. H3 other text : see h10

Event description:
It was reported that the 17 inch ext set w/1.2mf & sms experienced extension set damage/deformation. The following information was provided by the initial reporter: filter cracked

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext set w/1.2mf & sms experienced extension set damage/deformation. The following information was provided by the initial reporter: filter cracked.